Manufacturer narrative:
(B)(4). Event date: approximate date of event (B)(6) 2014. The lot number was not available and the sample was not returned for evaluation, therefore a device analysis could not be performed. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from the minicap. This occurred before use and there was no patient involvement. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.